Event description:
The pt was implanted with a siltex saline mammary prosthesis on 12/22/1997. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 08/21/1998.